Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they notified the physician the battery was low and it was replaced which resolved the oor impedances.

Event description:
It was reported that the patient's existing implantable neurostimulator (ins) was to be replaced and, during pre-op, the existing device was interrogated. All impedances were within normal limits. Intra-op, the new device showed contacts 10 and 11 were out of range, (oor) for monopolar and bipolar. The extension was removed from the channel, cleaned with a clean dry sterile sponge by the surgeon. Once this was done, the extension was reinserted into the second channel, 8-11, and impedances were still oor. The surgeon swapped the extensions in the channels, and tried impedances again. The results were the same for the second channel. Surgeon decided to implant a different percept. The impedances again showed oor second channel. Additional information was received from the manufacturer representative (rep) that the surgeon implanted a different neurostimulator ins. The impedances with the new ins were oor as well, contacts 01 and 11, in monopolar and bipolar. See related report # 2182207-2023-00854.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 28-dec-2023, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 28-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.